Event description:
It was reported that the patient presented for a pre-operative check prior to generator replacement. It was noted that the right ventricular (rv) lead exhibited low pacing impedance and noise over-sensing which resulted in pacing inhibition. It was also observed that the lead exhibited variable and high capture threshold which resulted in intermittent loss of capture. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.